Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The aus IFU lists urinary incontinence as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was never continent after the original implant of an artificial urinary sphincter (aus). During an appointment with the physician, the patient was scoped and revision was deemed necessary. A revision surgery was performed in which fluid loss was noticed due to the tubing from the pump to cuff not being appropriately connected as the quick connect was not intact, therefore the system was contaminated with the blood of the patient. During the procedure, the existing aus was removed and a new device was implanted. There were no patient complications associated to the event.